Manufacturer narrative:
(B)(4). The customer reported that there was a failure to alarm. A patient death was reported. Based on initial investigation, the customer stated that they did not see the alarm in the automatic overview and after the incident, the group settings overview was changed from yellow-red alarm to only red. The customer did receive alarms at the bedside and central station, however, the customer wanted to be informed by the overview function. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a failure to alarm. A patient death was reported.